Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information as received that this device was explanted and replaced due to battery depletion. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that an health care professional (hcp) called inquiring about a patient's pacemaker that had a drop in magnet rate from 100 to 90 in one month. The caller was inquiring if this could happen. Boston scientific technical services (ts) explained elective replacement indicator (eri) behavior and the device's operating current bins. The caller understood after ts explanation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. The device was returned 3.1 years after it was explanted. As received memory noted that the critical parameter bank had failed and the device was unable to communicate with a programmer due to corrupt data. A generic memory was downloaded into the device. The device then communicated normally with the programmer. The device paced and sensed normally during manual electrical testing at 37°c. Longevity testing could not be completed as the longevity could not be evaluated due to corrupt data in memory.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.